Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) review of the most recent repair record determined the width plate screws were missing. The width plate screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery that the unit is missing the two notches that hold the blade in place. There was no harm, injury or delay reported. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the device's width plate screws were missing.